Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient had been implanted with a gamma nail. The patient attended physiotherapy and they recommended excercise on an exercise bike. That was 2 weeks before (B)(6), where she came to hospital. She experienced severe pain in her left hip and could not weight bear on her left leg. She denies that she had a trauma/ fall. The patient underwent revision of the gamma nail due to fracture.

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, left gamma3® ø11x360mm x 125° to be the primary product. The other implants received were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 17 months. The appearance of the breakage surfaces of the posterior web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the anterior web followed most likely with delay in a much quicker way with increased tensional load. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding/ significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patients post implant behaviour and depending on the course of bone healing and other factors e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated specifically if one or more contributing issues concurrence with each other. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. Another requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or other stresses. Based on the appearance of the damage the nail breakage was not linked to a deficiency of the device, but was rather patient related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The patient had been implanted with a gamma nail. The patient attended physiotherapy and they recommended exercise on an exercise bike. That was 2 weeks before (B)(6) july, where she came to hospital. She experienced severe pain in her left hip and could not weight bear on her left leg. She denies that she had a trauma/ fall. The patient underwent revision of the gamma nail due to fracture.